Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call customer experienced high blood glucose level of 435 mg/dl. Customer declined to troubleshoot for high readings. Customer stated that insulin pump had insulin flow block alarm. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.